Event description:
It was reported that the patient's right atrial (ra) lead had fractured and that the associated implantable pulse generator (ipg) may have reached elective replacement indicator (eri) earlier than expected by the customer. The device and lead were explanted and replaced during the same procedure. It was reported that, during the extraction of the lead, the distal electrode broke off and had to be extracted separately. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 device, implanted (B)(6) 2008. (B)(4).